Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. S- curve height was measured within specification. Visual inspection revealed a cut to the lead body. The cause of the cut to the lead body is consistent with procedural damage. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, while removing the guide catheter, the left ventricular (lv) lead became dislodged. The physician used a guidewire to reinsert the lv lead, however, lead damage was noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.